Manufacturer narrative:
The returned product was inspected under magnification. Under magnification, the batch number for the lkg radial head plate 3 h sm curvature (p/n 70-0099) was confirmed as 537845. Upon inspection, the following observations were noted: the plate showed excessive wear and damage. The surfaces of the plate were scratched and dented. The threads in many of the holes appeared damaged and deformed to various extents. There was a screw head stuck within the plate in one of the proximal holes at the head of the plate. It is not clear if the damage observed with the plate was a result of the initial insertion of the plate or its removal. It was not possible to determine whether the plate was damaged entirely during the insertion or removal of the implants. Therefore, no definitive conclusion can be made.

Event description:
It was reported during the procedure, the physician needed to swap a screw because it was too long and when he attempted to take it out, the screw stripped. Then when trying to remove the other 2 screws, they stripped, and the physician had to improvise to get the plate out. This issue added around 30 min. Or more to the case. After removing the plate, the physician attempted to get the screws out, and they seemed to be cold welded. This report is related to report numbers 3025141-2022-00089, 3025141-2022-00090, 3025141-2022-00091, and 3025141-2022-00092 for the other devices involved in this event.